Event description:
It was reported that the ventricular lead had unexpectedly dislodged two days post-implant and was subsequently repositioned from the septum to the apex. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.